Event description:
Customer reported the insulin pump had cosmetic damage; it was received through normal wear and tear. Customer did not know blood glucose level. The device had several cracks around battery compartment, reservoir ream, and along the side. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window through the reservoir tube and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.